Manufacturer narrative:
After sending a replacement intensity switch, no further communication from the complainant was received. Probable cause for the event was assigned as a failure of the intensity switch.

Manufacturer narrative:
Natus medical initiated a field safety corrective action for the neoblue blanket systems in april 2015 as a result of investigations conducted by natus medical. These investigations showed that this failure occurs after extended exposure to the intense light source within the box, at which time the pad no longer provides the therapeutic treatment for which it is intended. Natus is in the process on confirming a neoblue blanket configuration which will not be susceptible to the degradation described above. Please note that additional information, such as date of event, was requested from the customer with no response.

Event description:
Natus medical received information regarding early degradation/discoloration of the neoblue blanket system fiber optic pads. These failures involved discoloration/degradation followed by eventual melting of the fiber optic bundle at the connector that is inserted in the neoblue blanket light box.

Manufacturer narrative:
The MDR 3018859-2017-00111-001 submitted on (B)(6) 2018 was intended to be assigned as a follow-up #001 report to MDR 3018859-2017-00502, not MDR 3018859-2017-00111. The MDR number was entered incorrectly in esubmitter when preparing the submission. Please disregard the report 3018859-2017-00111-001. A supplemental report will be submitted separately to MDR 3018859-2017-00502.